Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-02454, and 3005099803-2016-02455 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two wallflex biliary stents were implanted side by side in the left and right hepatic portal region during a stent placement procedure performed on an unknown date. There were no issues reported during initial stent placement procedure. According to the complainant, on (B)(6) 2016, the two wallflex biliary stents were noted to be occluded. The two wallflex biliary stents remain implanted and a flexima stent was implanted stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.